Event description:
The following description of the event was copied from the foreign distributor's complaint report that was sent to carefusion via e-mail attachment. "Oscillator failure after about 30 mins in use with a pt, signaled only by the 'oscillator stopped' alarm. Unit had passed performance verification test prior to use. This vent has 979.2hrs and was purchased (and manufactured) in (B)(6) 2009." The following additional info concerning the event was copied from a completed questionnaire received from the user facility by the foreign distributor that was sent to carefusion via e-mail attachment. "(B)(6) - this failure occurred after roughly 30 mins of use on a pt. Prior to that the performance verification passed and the pt was stabilized on the vent. When the oscillator failed the rt's told me that the 'oscillator overheated' alarm had not activated. Only the 'oscillator stopped' alarm was present (audible and visual). When they arrived at the bedside the oscillator had stopped (was still powered on). They switched the pt back to the xl and tried to run the performance verification. When they tried to start the oscillator the driver tried to move but was extremely sluggish. A replacement 3100b was brought in and as of tuesday was still working fine."

Manufacturer narrative:
Neither the foreign user facility nor the foreign distributor submitted a user facility/importer report to the manufacturer. (B)(4). The alleged faulty device was received by carefusion on (B)(4) 2012, routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is complete a follow-up medwatch report will be submitted.